Event description:
A customer reported that an ophthalmic laser presented with low energy. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that the event occurred during a laser photocoagulation surgery. No system message was displayed. There was no harm to the patient.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The company representative performed power calibration and mirror cleaning to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to component wear. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).